Event description:
It was reported that when setting up for a gastric bypass pass procedure, when removing two trocars from their package, they noticed the cannulas on are bent in the package. They used two new devices to continue with the set up. No pt involvement occurred.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.